Event description:
It was reported that prior to use with 20 bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm had "silicon" foreign matter. The following information was provided by the initial reporter: the customer stated that she found there were many insulin syringes with excessive silicon lubricant.

Manufacturer narrative:
H6: investigation summary; customer returned 100 syringe 0.3ml 31ga 6mm (30 in an open poly bag and 70 in sealed poly bags). The customer stated that she found there were many insulin syringes with excessive silicone lubricant. The 30 samples from the open poly bag were tested and small clear droplet of material came out of the cannula of all 30 tested syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1242719 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that prior to use with 20 bd veo¿ insulin syringes with bd ultra-fine¿ needle 3/10ml 6mm had "silicon" foreign matter. The following information was provided by the initial reporter: the customer stated that she found there were many insulin syringes with excessive silicon lubricant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.